Manufacturer narrative:
The customer's strips were returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor 1 inr: 1.9 inr, donor 2 inr: 3.0 inr , donor 1 hct: 41%, donor 2 hct: 42%. Testing results: donor #1: retention meter and master lot strips: 1.9 inr, retention meter and customer strips: 2.0 inr. Donor #2: retention meter and master lot strips: 3.0 inr , retention meter and customer strips: 3.1 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications.

Manufacturer narrative:
Occupation: occupation is lay user/patient. The country of origin is (B)(6). The customer¿s strips and meter were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The customer noted a few black specs under strip guard. Relevant retention test strips (lot 353498) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Retention material complies with the specification. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. The meter result was 7.7 inr. Two hours later the laboratory result was 3.9 inr and then an hour after 3.7 inr. The patients therapeutic target is 3.0 inr and tests twice a month. There was no allegation that an adverse event occurred.